Event description:
It was reported that the patient had the artificial urinary sphincter removed due to the cuff closing after 10 seconds instead of 90 seconds. The patient had to pump the device numerous times in order to properly empty his bladder. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issues and deflation issue could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of mechanical issues and device deflation issue cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to the cuff closing after 10 seconds instead of 90 seconds. The patient had to pump the device numerous times in order to properly empty his bladder. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.